Event description:
End-user alleged that medical attention was needed on (B)(6) 2018 around 5:30 pm due to her daughter finding her passed out in the bathroom. Her daughter performed a blood glucose test with the prodigy meter and got a result of 52mg/dl. End-users daughter called paramedics immediately, while on the phone with them her daughter was going to give the end-user orange juice but was told not to. Ems arrived within 10 minutes and performed a blood glucose test with their meter and received a reading of 36mg/dl. The ems also did a blood glucose test with the prodigy meter and received a result of 42mg/dl. Ems started an IV to administer glucose. End-user stated that her daughter informed her she wasn't responding to verbal commands. She was then transported her to the ER. Upon arrival her blood glucose was 100mg/dl, she was given another IV solution and peanut butter crackers. Labs were taken, results were normal and the end-user had a urinary infection prior to the medical event. End-user was told to follow up with her primary doctor, during that follow up her novolog was changed from 15 units to 10units. End-user was in the ER for about 6 hours. Upon discharge her blood glucose was 180mg/dl. End-user was treated at (B)(6).